Event description:
It was reported that the cracked barrel was cracked on the bd syringe luer-lok¿ tip. This event occurred 3 times. The following information was provided by the initial reporter, translated from (B)(6) to english: cracked barrel ×3.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-may-2022. H.6. Investigation summary: eight photos and twenty four samples received by our quality team for investigation. Upon visual inspection, printing defects of blurred scale, black dots on the surface of the barrel outside the fluid path, yellow stain in the center of the barrel at the edge of flange, damaged barrel and plunger, and stopper poorly assembled are observed, therefore the incidents are confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, damaged barrel is associated with inadequate diameter in the nozzles of the marker and sensor detection. Actions for damaged barrel include replacing nozzles to larger diameter and sensor for damaged barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the cracked barrel was cracked on the bd syringe luer-lok¿ tip. This event occurred 3 times. The following information was provided by the initial reporter, translated from japanese to english: cracked barrel ×3.